Manufacturer narrative:
(B)(4). The device failed the rite functional testing for inaccurate fluid reading. The reported issue was not verified during service history review. Internal and external inspection was performed and passed. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. A manual temperature test was completed and passed. The digital pcb voltages were checked and found to be within specifications. The ac power entry module and wires were inspected and all electrical connections were found to be secure and correct. The power cord was inspected and no issues were found. A check of the ac switch off circuit found the circuit working properly. The cause of this problem was deteriorated door piston foam. The deteriorated door piston foam was scrapped to solve the problem and the device was sent for servicing. This issue will be further investigated through CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed for inaccurate fluid reading. Since the device failed during evaluation, there was no patient involvement. No additional information is available.